Event description:
Technician found that the head section would not lower.

Manufacturer narrative:
Technician found the gas springs were frozen. He replaced the gas springs and the head section functioned as designed. The stretcher was found out of service in a repair area and there were no alleged injuries by the account.